Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, cubie was failed and was not opening. The customer stated that this malfunction occurred during dispensing medication to patients. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 pocket b1 was failed. A field service engineer ejected damaged cubie pockets and performed preventive maintenance. The edrawer was vacuumed, and the back panel was removed. All cables connecting each drawer were checked and verified. The system functioned as intended after the field service engineer repaired the device.